Event description:
It was reported that the image intensifier (ii) creates artifact on the image. There was no report of pt injury.

Manufacturer narrative:
No additional info at this time. When additional info is provided, it will be reported as required.